Event description:
It was reported that during the implant procedure, the lead helix was extended and was damaged. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated damage at implant.